Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a constant tone. She tried to change the battery but the display was completely frozen. Customer's blood glucose level was 199 mg/dl. The time did not advance on the screen. The buttons on the insulin pump stopped responding. The screen was still frozen after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen screen when counting to the number two and had a constant tone alarm due to a problem with the mother board. Unable to verify the keypad and time clock anomaly and unable to perform functional testing or check the operating currents due to the frozen screen. No damage on the keypad traces noted. The pump was received with a cracked reservoir tube lip.